Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. Low-battery warnings were observed in the pump¿s black box; there was no evidence of excessive battery usage or short battery life. There was indication of installation of low-voltage batteries in the pump¿s black box. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric draws were found to be within specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported the pump continued to emit a low battery warning after 4 battery replacements. It was noted the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.